Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for an 84-year-old female patient. The physician questioned the results from october and november as they were inconsistent with the patient¿s clinical picture. The patient was tested at another facility with the roche platform and the result was lower. The following data was provided: (B)(6) 2023 sid (B)(6) initial result ((B)(6)) = 2442.6 pg/ml; repeat result (ai03174) = 2435.3 pg/ml (B)(6) 2023 previous result ((B)(6)) = 1400.3 pg/ml; roche result = 45.1 ng/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 54619ud00 and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 54619ud00 stored at the recommended storage condition. All specifications were met indicating that lot 54619ud00 is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 54619ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for an 84-year-old female patient. The physician questioned the results from october and november as they were inconsistent with the patient¿s clinical picture. The patient was tested at another facility with the roche platform and the result was lower. The following data was provided: (B)(6) 2023 sid (B)(6) initial result (B)(6) = 2442.6 pg/ml; repeat result (B)(6) = 2435.3 pg/ml (B)(6) 2023 previous result (B)(6) = 1400.3 pg/ml; roche result = 45.1 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13-24, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.